Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that the procedure was changed from endoscopic to open because it could not be closed with laparoscopic clips.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument was received sealed with the full complement of fifteen clips. One clip displaying a scissor formation was received with the instrument. Visual inspection of the instrument noted no abnormalities. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Replication of the scissor clip condition may occur if the jaws are twisted excessively or tissue is manipulated with the jaws when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation amended as appropriate.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information

Event description:
According to the reporter: during a cholecystectomy procedure, the clip was not closed. It was u-shaped. The unformed clips were not able to load properly into the jaws. No clips were able to be fired correctly from the device. The surgery was changed from endoscopy to open surgery. The surgery time was extended by more than thirty minutes. Present status of the patient is ok.